Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was receiving no delivery alarms. The customer believed the alarms were caused by a kinked tubing or infusion site issue. The customer also noticed a circle on their insulin pump's screen. It was found the customer's reservoir was empty, resulting in the no delivery alarms. The customer's blood glucose was 255 mg/dl. Customer declined to troubleshoot for their high blood glucose. Customer stated they would treat their high blood glucose with a shot of insulin. No additional information provided.